Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported difficulty charging their implantable neurostimulator (ins). Charging best practices were reviewed and it was reported that the device had not been used in two years. Patient reported she was getting an MRI that evening and needed to put the ins in MRI mode. It was reviewed a physician mode recharge (pmr) would be needed to pull the device out of overdischarge and put it in MRI mode. The patient contacted a manufacturer's representative who instructed the patient on how to do a pmr over the phone. The patient successfully pulled the device out of overdischarge, and the rep was going to meet the patient at the MRI center for the rescheduled MRI in a few days' time to clear the power-on-reset. The rep later called back stating he was unable to clear the por and that the device had gone back into overdischarge, likely from battery damage as a result of being overdischarged for two years. No symptoms were reported. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.